Event description:
Non-reproductible estradiol-6 results were obtained on pt samples. The customer reported six non-reproducible samples within the past 6-8 weeks to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the non-reproducible e-26 iii results.

Event description:
Non-reproductible estradiol-6 results were obtained on pt samples. The customer reported six non-reproducible samples within the past 6-8 weeks to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the non-reproducible e-26 iii results.

Event description:
Non-reproductible estradiol-6 results were obtained on pt samples. The customer reported six non-reproducible samples within the past 6-8 weeks to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the non-reproducible e-26 iii results.

Event description:
Non-reproductible estradiol-6 results were obtained on pt samples. The customer reported six non-reproducible samples within the past 6-8 weeks to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the non-reproducible e-26 iii results.

Event description:
Non-reproductible estradiol-6 results were obtained on pt samples. The customer reported six non-reproducible samples within the past 6-8 weeks to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the non-reproducible e-26 iii results.

Manufacturer narrative:
The cause for the non-reproducible e-26 iii results is unknown. The pt samples were sent for further eval but the test results did not repeat what the customer observed. The instrument is performing within specifications. No further info of the device is required.

Manufacturer narrative:
The cause for the non-reproducible e-26 iii results is unknown. The pt samples were sent for further eval but the test results did not repeat what the customer observed. The instrument is performing within specifications. No further info of the device is required.

Manufacturer narrative:
The cause for the non-reproducible e-26 iii results is unknown. The pt samples were sent for further eval but the test results did not repeat what the customer observed. The instrument is performing within specifications. No further info of the device is required.

Manufacturer narrative:
The cause for the non-reproducible e-26 iii results is unknown. The pt samples were sent for further eval but the test results did not repeat what the customer observed. The instrument is performing within specifications. No further info of the device is required.

Manufacturer narrative:
The cause for the non-reproducible e-26 iii results is unknown. The pt samples were sent for further eval but the test results did not repeat what the customer observed. The instrument is performing within specifications. No further info of the device is required.